Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals as well an increase in its system impedance measurements. Technical services (ts) was consulted and reviewed stored data, with high out of range shock impedance measurements noted. Additionally, x-ray imaging was performed but images were inconclusive. Ts recommended a revision to address the issues. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals as well an increase in its system impedance measurements. Technical services (ts) was consulted and reviewed stored data, with high out of range shock impedance measurements noted. Additionally, x-ray imaging was performed but images were inconclusive. Ts recommended a revision to address the issues. This device remains in service. No adverse patient effects were reported. At a later date, additional information received indicates this s-ICD exhibited an increase in its system impedance measurements. X-ray imaging was performed. Ts reviewed x-ray images as well as stored data. Ts discussed how based on data a spring contact issue was suspected. Ts discussed available troubleshooting and examinations options as well as how shock therapy could be compromised. Ts also discussed steps required to ensure issues were resolved if a revision was performed. This device remains in service. No adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals as well an increase in its system impedance measurements. Technical services (ts) was consulted and reviewed stored data, with high out of range shock impedance measurements noted. Additionally, x-ray imaging was performed but images were inconclusive. Ts recommended a revision to address the issues. This device remains in service. No adverse patient effects were reported. At a later date, additional information received indicates this s-ICD exhibited an increase in its system impedance measurements. X-ray imaging was performed. Ts reviewed x-ray images as well as stored data. Ts discussed how based on data a spring contact issue was suspected. Ts discussed available troubleshooting and examinations options as well as how shock therapy could be compromised. Ts also discussed steps required to ensure issues were resolved if a revision was performed. This device remains in service. No adverse patient effects were reported.